Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after six years of implantation, the device was interrogated and the physician observed that the elective replacement indicator (eri) was reached. Therefore, the device was replaced. It was reported the device was checked with magnet application only since implantation, i.e., the device was programmed with as-shipped values since implant. The pacemaker involved in this MDR report was returned for battery depletion analysis.